Manufacturer narrative:
No scrolling numbers noted. No unresponsive buttons noted. All buttons function properly; however the insulin pump had moisture on keypad traces. The insulin pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The father reported via phone call that the customer had a keypad anomaly. The father stated the insulin pump was scrolling when the customer was inputting their carbohydrates. Customer's blood glucose was 115 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.